Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 64 mg/dl and 310 mg/dl; 64 mg/dl and 179 mg/dl. No quality controls were run. No adverse event reported. Customer reports she used strips in december; a replacement was sent.